Event description:
Customer reports receiving a blood glucose result of around 112 mg/dl on their optium monitor, and reported taking a lower dosage of their regular nightly insulin medication. Customer then reported losing consciousness in the mroning, and the customer's grandson called the paramedics. Upon arrival the paramedics rec'd a blood glucose result of 27 mg/dl on an unknown brand of glucose monitor. An intravenous treatmen and orange juice was administered in order to stablize blood glucose monitor. An intravenous treatment and orange juice was administred in order to stabilize blood glucose levels. Customer was then transported to the hosp, where a blood glucose result of 116 mg/dl was obtained on an unknown brand of meter. Shortly thereafter a blood glucose result of 80 mg/dl was obtained on the customer's optium.

Manufacturer narrative:
The customer's products have been requested back for investigation.